Event description:
It was reported that the bd safetyglide needle leaked. The following information was received by the customer: "while vaccinating patient, inserted the needle into patient's right deltoid, the vaccine dripped from in between the needle and syringe while pressing the plunger. I removed the needle from patient and made sure it was locked all the way and it was locked in place. Patient was okay getting another poke for her vaccine. Patient tolerated well."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.